Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's technical service center regarding a patient line that disconnected while the home patient (hp) slept, which occurred on the homechoice (hc) during use, during dwell state. The hp called to stop therapy early, the patient line disconnected while the hp slept. The baxter technical service representative (tsr) helped the hp to end therapy as requested. The hp would now call the peritoneal dialysis (pd) nurse for instructions. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2011 and he was able to resume therapy the next day after starting over with new supplies. He had spoken to his nurse and finished therapy manually that day. There was nothing wrong with any of the supplies, he did not properly connect the patient line and it disconnected while he slept. Since then he has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined.